Event description:
Tesio catheter removed on 9/29/98, leaving a 20cm piece of free fragment of the catheter. Catheter extends from the upper most superior vena cava into the right side of the heart. Fragment able to be retrieved.